Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's previous ins "died," and as a result, the patient could not lift their arms, could not feed themselves, and their voice was slurred. The caller mentioned that they thought the patient's parkinson's was draining their energy. The caller indicated that they felt partly responsible for the ins battery dying because they were not checking the patient's ins regularly. The caller explained that the ins was not checked regularly because they had thought it might last as long (over 5 years) as the original ins , and because they did not see the patient's healthcare provider (hcp) every 6 months like they normally did due to covid-19 rates being high in their area at the time. The caller stated that after ins was replaced, the patient was wiggling their toes and fingers and could eat independently again. The caller mentioned that the patient had an appointment today with a hcp, and they confirmed the appointment was for routine therapy optimization. The caller mentioned that the patient follows up with their hcp in 4 months. The caller mentioned unrelated medical history which included that the patient had many falls in the summer of 2020. The caller added that the patient was unable to walk for 7 months after rolling out of their bed on the morning (B)(6) 2020. Again, the caller confirmed that the falls were not related to the device or therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.